Event description:
Pt sustained tibial fracture in 3 areas of the right tibia while wearing a cti knee brace. Pt was riding motocross and he hyperextended his knee going through a turn when his foot caught on the ground.

Manufacturer narrative:
We spoke with the pt's mother, (B)(6), regarding the incident. She will be sending the braces in for inspection/refurbishment in approx 1 month. She was pleased her son was wearing the brace as her doctor told her his knee would have been much wore without it. Pt does not claim the product failed or caused the injury